Event description:
Discordant advia centaur cp ctniu results were obtained on multiple patient samples. The results were reported to the physician(s). Upon retest the corrected results were reported to the physician(s). All the patients were admitted from the ER to the hospital cardiac unit and treated with a heparin.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data it was determined that the cause of the discordant ctniu results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.